Event description:
It was reported that the foley catheter balloon was placed during operation on 17 march. Balloon was scheduled for removal on 18 march, but only 7cc of sterile distilled water could be removed. Inflation lumen was cut, and natural water removal was confirmed 5 minutes later, and balloon was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was placed during operation on (B)(6). Balloon was scheduled for removal on (B)(6), but only 7cc of sterile distilled water could be removed. Inflation lumen was cut, and natural water removal was confirmed 5 minutes later, and balloon was removed.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that the inflation cap/inflation port was cut off upon return. The risk review has been reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Product labeling was reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.